Event description:
It was reported that customer experienced continuous glucose monitor error that affected sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset successfully restarted sensor session without further monitor error reported.